Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported atrial perforation appears to be related to procedural conditions. The reported patient effect of atrial perforation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report an atrial perforation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were successfully implanted, reducing mr to a grade of 1+; however, after extracting the steerable guide catheter (sgc), a right to left shunt was confirmed in the atrial septum. The physician decided to treat the patient with diuretics. There was no clinically significant delay in the procedure. No additional information was provided.